Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 20 closed samples. We have tested the needle attachment strength of the closed samples received and the results are: 1.03 kgf in average and 0.26 kgf in minimum (european pharmacopoeia requirements: 0.69 kgf in average and 0.35 in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, looking all the sutures under the microscope shows that the threads are damaged near the attachment area in all closed samples. This damage occurred due to the friction of the thread in the pulling test during production. Furthermore, this issue was not noticed by the operator. The personnel involved has been informed to avoid that this issue happens again. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and bbs requirement. Conclusion root cause analysis: it has not been possible to determine the root cause regarding needle detachment because the closed samples received comply with usp/ep and b. Braun surgical requirements. The thread damage near the attachment area occurred due to the friction of the thread in the pulling test during production and not being noticed by the operator. Final conclusion: taking into account that the closed samples received does not fulfill b. Braun surgical specifications regarding thread damage, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) has been opened for root-cause analysis and corrective actions.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k151165.

Event description:
It was reported an issue with supramid suture. The client reported that the thread came off the needle or the thread frayed. No further information has been received.